Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052018 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked the child was admitted to the hospital on (B)(6) 2024 at 06:15 with the diagnosis: antidepressant intoxication.on (B)(6) at 09:04 when re-puncture was ordered, an indwelling needle was used, and blood seepage was found during morning care on (B)(6) at 08:15 with an area of 8mm*10mm.the indwelling needle was removed immediately, and the local skin was given disinfected and gauze was pressed to stop the bleeding.